Event description:
It was reported by service report that the footboard lockout lights would not light up and the foot right caster was not rolling smoothly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard.